Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28043. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, noise due to electromagnetic interference (emi) was observed on the right atrial and right ventricular leads. The source of the emi was not determined. No changes made. The patient experienced no consequences.